Event description:
It was reported that the left ventricular lead exhibited a suture sleeve anomaly. The lead was finally secured with an additional suture sleeve and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.